Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder was visually inspected and underwent leak testing. The cylinder had wear at a fold in the middle, proximal end, and distal end of it. A bulge was found in the cylinder when inflating it with a syringe; however, no leaks were found. Based on the information available and analysis results, the bulge found in the cylinder could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination an aneurysm was found in the left cylinder. The left cylinder was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination an aneurysm was found in the left cylinder. The left cylinder was explanted and replaced. No patient complications were reported.